Event description:
It was reported that the physician was attempting to treat a lesion with 95% stenosis in the lad and the first diagonal branch. During the surgery, the lesion was pre-dilated and the physician then used a 3.0mm diameter x 30 mm length endeavor resolute (rx) drug eluting stent but the device failed to cross the lesion, due to calcification. No patient injury occurred and no clinical sequelae were reported. The physician used another device to complete the surgery. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the distal tip was flared. Multiple struts from the 11th and 12th proximal stent segments were raised and deformed. There was slight misalignment of struts between numerous distal stent segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results : patients condition affected the effectiveness of the device ( 95% stenosis). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (95% stenosis). Inherent risk of procedure (stent deformation). (B)(4).